Event description:
The customer reported that they were receiving incorrect spo2 measurement data.

Manufacturer narrative:
The customer reported that they were receiving incorrect spo2 measurement data. The customer reported a reading of 100% when a different monitor read 70%. Additional investigation will be done to determine if there was a health risk. A final report will be submitted once the investigation is completed. (B) (4).